Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, while inflating the balloon at 4-6 atmospheres, contrast media leakage was noted due to a pinhole on the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, while inflating the balloon at 4-6 atmospheres, contrast media leakage was noted due to a pinhole on the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and microscopic examination was performed on the returned device. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak approximately 1mm distal to the proximal balloon bond. The rated burst pressure of this mustang device is 14atm (atmospheres). A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination identified one severe kink on the shaft approximately 375mm distal to the strain relief. No issues were noted with the tip section of the device. No other issues were identified during the product analysis.